Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during basic occlusion test due to loose motor support disk.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was unknown at the time of the incident. The customer stated that insulin was streaming out. The insulin pump will be returned for analysis.